Event description:
Patient was in the office for an image guided fusion prostate biopsy. Upon demonstrating the sound of the biopsy gun, the gun did not fire. We had not obtained any samples at this time and the gun was just taken out of the packaging. Gun put to the side and a second one opened with the exact same issues. Both guns put aside and new biopsy gun utilized to complete the procedure. Manufacturer response for disposable core biopsy instrument, bard mac core disposable core biopsy instrument (per site reporter).